Manufacturer narrative:
The reported complaint was confirmed through information obtained by the clinical specialist. The service repair technician was unable to duplicate the reported complaint. He observed no significant changes in the carbon dioxide intensity values throughout the evaluation. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician observed the monitors intensity values of carbon dioxide (co2) for an hour and there were no significant changes. The blood parameter monitor (bpm) cable was flexed and the probe agitated but no significant changes in the co2 intensity were noted.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the carbon dioxide (co2) value did not match with the manual laboratory values, there was a significant increase and decrease. As a result, the sweep gases were increased. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: the perfusionist was corresponded with regarding the incident on (B)(6) 2020 with their blood parameter monitor (bpm). The team stated that the first in-vivo after going on cpb had no problems. The second in-vivo had no problems and no real discrepancies. After third in-vivo, elevated partial pressure of carbon dioxide (pco2) was observed on the bpm 45 mmhg. Clinical adjustments were made and the bpm continued to be in the lower 50's mmhg. Another in-vivo calibration was done 30 minutes later and arterial blood gas (abg) was reading pco2 in the lower 30's while the bpm was reading in the mid 50's mmhg. The team stated that the they did not gas calibrate their shunt sensors prior to cpb. The team was not aware of the sodium and ph restrictions on their priming solutions. The clinical specialist informed the perfusionist of the information in the instructions for use (IFU) regarding isolation of the shunts sensor if the ph and the sodium in their prime was out of the range listed. The clinical specialist also informed the team that the accuracy of the bpm gas values would only be accurate if the system was gas calibrated prior to use on a patient. The unit was not exchanged out. There was no harm or blood loss associated with the event. There was no delay in the continuation of the surgical procedure.